Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There are 2 events associated with this event type (device did not function as expected and product code lwj).

Event description:
Device did not function as expected. It was reported that, "chronic dislocator revised anatomic 40mm head in 66mm trident shell - after constrained liner was snapped into shell usual fashion 32mm v-40 head placed on trunion 32mm head located into constrained liner normal fashion range of motion test 90 degree flexion slight internal rotation inner constrained liner disassociated from poly shell."